Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd interlink¿ IV cannula threaded lock leaked. The following information was provided by the initial reporter: the connection of the thread lock and the infusion set was detached and replacement fluid leaked.

Event description:
It was reported that bd interlink¿ IV cannula threaded lock leaked. The following information was provided by the initial reporter: the connection of the thread lock and the infusion set was detached and replacement fluid leaked.

Manufacturer narrative:
H.6. Investigation: three photos and one container with physical sample were received and visually evaluated. The physical sample included 1 threaded lock piece connected to another device, part of what appeared to be an IV set with multiple tubes and other components devices. The entire sample set was contaminated with spots of yellow and darker fluid visible in the fluid path. Due to contamination, the sample could not be handled and was only visually evaluated through the bag. The threaded lock could not be evaluated nor tested, with no defects confirmed. The photos showed yellow and darker fluid in the tubing as well as inside the threads of the threaded lock piece. No defects could be observed based on the photos provided. The entire sample was submitted for decontamination to an outside facility. It could not be fully decontaminated, however most of the fluid was flushed and partial decontamination achieved, which allowed for closer evaluation of the threaded lock piece and the connecting tubing. The piece was stamped with cavity 26. No visual molding defects were observed in the threaded lock sample. Evidence of leakage at the end where it connects to the tubing was observed. The tubing luer lock connection was found to be disconnected from the piece at that end. It was reconnected to the threaded lock¿s end without any issues. The reported failure was reported to have occurred when the infusion set¿s connection detached from the threaded lock. Since no defects were observed with the threaded lock piece and the infusion set¿s luer lock piece was able to be connected to the threaded lock without any issues, the probable root cause for the reported failure cannot be attributed to the manufacturing process of the threaded lock device. It is possible that an insecure connection during mating of the two devices resulted in the failure observed. It is also possible that an unidentified issue with the infusion set also exists. However, that device could not be examined as it is not manufactured at this facility. Sample was sent for decontaminated and leakage test as performed and the reported defect was not identified in the sample received. Water-leak test: the test was performed by connecting the water leak test slip luer to the end of the extension set where the threaded lock is attached, submerging the connection into water and stopping the air flow with finger. No leakage occurred on any of the areas of the connection. A device history record review showed no rejected inspections or quality issues during the production of the three provided lot number(s) that could have contributed to the reported defect. H3 other text : see h.10.